Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine, hydromorphone, and baclofen via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they went to see their healthcare provider (hcp) yesterday and they refilled the pump. The patient stated that they had already had 2 alarms going off. The first was the low medication alarm that started on thursday and the second was the empty reservoir which started on saturday, but the pump was still making an alarm noise after the refill. During the call, the patient activated the alarm on the handset and there was no alarm going off any longer on the handset; however, they could still hear the alarm. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.